Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The customer's father stated that the battery in the insulin pump had died and the insulin pump alarmed battery out limit as well. He also noted that the insulin pump alarmed sensor error. The customer's blood glucose was 421 mg/dl. He stated that the customer's blood glucose was high due to the insulin pump malfunctioning. The customer had not treated for the high blood glucose but stated that he planned on treating with a manual injection. The customer did not observe any significant events leading to the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify sensor end alarm anomaly due to buttons not responding. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2015.